Manufacturer narrative:
Analysis summary: the returned probe has an impact mark at the back end causing a tight fit with the mating tracker. The issue was able to be duplicated. The failure mechanism/physical damage was dented, nicked, scratched, bent. There is no 510k because it is not marketed in the us. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the thoracic probe and the lumbar probe couldn't be connected to the navlock properly. The procedure was completed with the navigation. This occurred intra/peri-operatively with no delay to surgical time. There was no reported impact on patient outcome.